Event description:
"I am sending this email again as my teeth are worse because of your aligners, I have now 2 wiggly teeth in the front and my gums are ruined! I want a full refund as the results that were promised were never achieved! This has been by far the worse experience I have ever had with any product."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.